Event description:
It was reported that the patient developed an infection at their neurostimulator and lead site. The system was explanted and no patient outcome was provided. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3889-28, lot# v695787, implanted: (B)(6) 2011, explanted: unk. Programmer: model 3037, serial# (B)(4).